Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and a drain was placed. The patient experienced fluid build up from the drain not draining. Additional information was requested.

Manufacturer narrative:
(B)(4). Additional information has been received that indicates that ethicon blake drain was not involved in this event. Therefore, this is not an ethicon reportable complaint.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.